Event description:
It was reported that the system 9800 made arcing sound during a procedure. The procedure was completed with another unit. There ws no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The xray tube was replaced and the filament calibrated. The system was tested and found to be working as intended and placed back into service.